Event description:
It was reported that 5 months after a primary procedure with trigen meta-nail retrograde femoral nail to treat a simple long bone fracture in the femur of a patient with juvenile osteoporosis, the patient experienced limited pain. The patient underwent a revision surgery to remove 2 distal locking screws due to local irritation. The first screw was removed 5 moths postop ((B)(4)) and the second one 6 months postop ((B)(4)). The patient's union / correction was confirmed radiographically at 5 months postop. This incident was noticed in a retrospective post-market clinical follow up activity (pmcf) where anonymized data summarizing outcomes were gathered; therefore, additional information is not known and it is not possible to collect it.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, the data presented was obtained retrospectively from a post-market clinical follow-up (pmcf) and is anonymized, therefore, further details are not available. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional relevant clinical information be provided, this complaint would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.